Manufacturer narrative:
Imaging evaluation: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Summary: - one jpeg image received for evaluation. - no name, date, or demographics on image. - cannot manipulate the image in any way or window/level the image. - the implanted device appears to be invaginated. - image appears to show flow lumen in the left posterior portion of the aorta. - invaginated device appears to be in the right anterior portion of the aorta. Observations suggestive of a dissection in the abdominal aorta. Explant scientist observations (level 1): the return consisted of two segments of the trunk main-body (segments 1 & 2), which aligned along circumferential transected edges. ¿ segment 1: minimal, scattered plaques of dark red/brown to tan material were present on the abluminal and luminal surfaces. The lumen was widely patent. The segment consisted of a portion of the proximal aspect of the trunk component. The proximal edge of the trunk component was undisturbed with a circumferential transection at the distal aspect, approximately 25-35 mm distal from the proximal extremity edge. The segment presented in a pinched, ovular manner. ¿ segment 2: the segment was generally devoid of tissue, except for scant, scattered areas of dark red/brown tissue on the abluminal and luminal surfaces. The lumen was widely patent and the segment presented in an ovular manner. Both extremities were circumferentially transected, with the proximal extremity aligning with the distal transected extremity of segment 1. Request for additional analysis: yes. Reason: to better understand the material disruptions (i.e., material compression) in the level 1 report, a level 2 post-digest analysis was requested and performed by (B)(6). Explant scientist observations (level 2): (B)(6) provided pre-explantation CT images, gross post-explant x-ray imaging, then subsequently digested the tissue from the segments, and provided a post-digestion level 2 analysis report. Pre-explantation CT imaging showed the proximal main body of the trunk in a compressed, c-shaped manner. See figures 1-3. ¿ segment 1: x-ray imaging identified multiple wire discontinuities in two areas on opposite sides of segment 1. A total of five wire discontinuities were identified on segment 1: three on one side and two on the opposing side. At least three of the five wire discontinuities were located laterally from the stent apex. The faces of the observable wire discontinuities presented in a non-uniform, grainy manner with no evidence of wire crimping around the outer edge. The exact location of the other two wire discontinuities could not be determined with the information/images provided. In-house metallurgic evaluation would need to be performed to fully understand the aspects related to the wire discontinuity events. A transverse, v-shaped transection was present in the lumen. See figure 4. ¿ segment 2: no additional material findings were observed on segment 2 that were not analyzed in the level 1 report. The transections identified were consistent with those caused by interaction with sharp surgical instrumentation (i.e., scalpel, scissors), likely used during the explant procedure. The wire discontinuities and material compression that were observed, were consistent with fractures caused by compression of the device by a type b dissection. Based on the ei¿s review of the (B)(6) report and reported presence of a type b dissection, no additional analysis is requested.

Manufacturer narrative:
B5: description of event or problem updated. H6: component code 515 added. H6: investigation conclusion code 50 added.

Event description:
It was reported that the patient presented on (B)(6), 2018, to treat a reentry tear of a type b aortic dissection in the abdominal aorta with the implantation of gore® excluder® aaa endoprostheses. On (B)(6), 2019, follow-up imaging showed thrombosis of the endograft due to its compression by the false lumen of the aortic type b dissection leading to acute bilateral ischemia. In this context of emergency, an axillo-bi-femoral bypass was performed on the same day. On (B)(6), 2019, the proximal part of the endoprosthesis was explanted and a bypass from the aorta to the remaining part of the endograft was performed. The patient tolerated the procedure.

Manufacturer narrative:
B1: corrected to adverse event.

Manufacturer narrative:
H6: investigation finding 3252 added. H6: investigation conclusion 22 added.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2018, with an asymptomatic abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2019, a compression of the endoprosthesis was identified, caused by the false lumen of an aortic type b dissection. On (B)(6) 2019, the endoprosthesis was explanted and an aortobifemoral bypass was performed. The patient tolerated the procedure.